Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing by medtronic service personnel, the pump of this ht70 ventilator was noted to have a leak, the positive end expiratory pressure (peep) was found to be unstable and the control board  shutdown buzzer was noted to have a failure.  While the service personnel (sp) was servicing this ht70 ventilator, the pump of the ventilator was noted to have a leak and the positive end expiratory pressure (peep) was lower than the set pressure and the shutdown alarm did not sound. The sp replaced the pump and manifold assembly, the on/off solenoid valve and the control board. The unit passed all calibrations and tests as per the manufacturer's specifications at the time of service. The cause of the reported event of the pump leak was isolated to a potential fault in the pump and manifold assembly. The cause of the peep issue was isolated to a potential fault in the on/off solenoid valve. These events are included in a trending and monitoring plan. The cause of the reported issue of the shutdown buzzer alarm not sounding was isolated to a potential fault on the control board (c159). This ventilator is in the scope of the current field corrective action (fca). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing by medtronic service personnel, the pump of this ht70 ventilator was noted to have a leak, the positive end expiratory pressure (peep) was found to be unstable and the control board  shutdown buzzer was noted to have a failure. The ventilator was not in use on a patient at the time of the reported event.